Event description:
Patient reported a left side rupture, signs of capsular contracture, baker grade unknown via MRI and reactive lymph nodes via ultrasound. Device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lymphadenopathy and capsular contracture, baker grade unknown.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ lymphadenopathy: unable to observe since it is not related to the device. ¿ cyst-ndr: not applicable as the event is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported a left side rupture, signs of capsular contracture baker grade unknown via MRI, reactive lymph nodes via ultrasound, and cysts. Healthcare professional later reported that the baker grade of the capsular contracture is ii-iii. The event of cysts is not device related. Device has been explanted.